Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer; however, the error could not be duplicated. The customer was advised provided part ID information for the solenoids and replacement of the solenoids was discussed. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator logged an error 110b twice (proximal pressure sensor auto zero failed). There was no patient involvement at the time the issue was discovered.